Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) formed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was frozen, and experienced delays during login or medication removal for patients. A technical support specialist (tss) accessed the station using the passcode, reviewed the medapp logs login failed for user 'cpfp-nes5\cfnapp', and checked whether the issue persisted. The tss requested the user to provide the domain controller and ids information to assist in resolving the issue. The tss confirmed that the user was able to login and the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary some devices were frozen, and others were delayed at login or med removal. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.